Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer successfully resumed insulin delivery with original supplies. Additionally, it was reported that the pump shutdown unexpectedly; cause unknown. The customer ultimately reverted to an alternate pump for insulin therapy. The customer's blood glucose level ranged from 105-140 mg/dl.